Manufacturer narrative:
"Hospitalization" and "required intervention" were checked in error. Additional information states that the patient had a recent headache with nausea/vomiting then became obtunded requiring ems to be called. The patient was then transferred to the ER. The CT showed a 6cm right cerebeller hemorrhage with obstruction of the fourth ventricle and mass effect on the brain stem. With a review of the available information there is no indication of any device malfunctions or performance issues that would impact the patient's development of a brain hemorrhage. There is also no clinical evidence to suggest that a malfunction of the device caused or contributed to the reported event. The root cause of the reported event cannot be conclusively determined; though, clinical factors that may have contributed include the patient's previous medical history, anticoagulant therapy and related comorbidities. There are patient, procedural and pharmacological factors that may have contributed to this event. From all indications the device operated within specifications and as intended with no indication of any device performance issues contributing to the event. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. Remains implanted.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The implantation of a vad is an invasive procedure requiring general anesthesia, median sternotomy, a ventilator and cardiopulmonary bypass. A user must fully consider the risks of this device with that of other treatment modalities before deciding to proceed with device implantation. These surgical procedures are associated with numerous risks. Death is a known potential adverse event associated with the implantation of all vads as outlined in the instructions for use. Neurological dysfunction is a known potential complication associated with all patients implanted with vads as outlined in the instructions for use (IFU). A user must fully consider the risks of this device with that of other treatment modalities before deciding to proceed with device implantation. The IFU addresses guidelines for optimal patient management including medical management and therapeutic anticoagulation guidelines to minimize the risks. The manufacturer will submit a supplemental report when new facts arise which materially alter information submitted in a previous MDR report.

Event description:
It was reported from the site that the patient presented to an outside hospital (not a vad implanting hospital), with severe headache and decreased level of consciousness. CT revealed large hemorrhagic cardiovascular cerebral accident. It was stated that the patient was given pain medications. It was further stated that support was withdrawn at request of family and that the patient passed away within ten minutes of lvad and ventilator being turned off. No additional information received.